Manufacturer narrative:
Sensor 3mh00511j4d has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs and to sensor ear. The plug was seated correctly and therefore the damaged guide tabs or sensor ear did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving unspecified high sensor scans and experienced symptoms of cold sweat, shaking, seizure, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucagon injection from both an hcp and non-hcp. A post-treatment laboratory result of 148 mg/dl was obtained and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving unspecified high sensor scans and experienced symptoms of cold sweat, shaking, seizure, and a loss of consciousness. The customer was unable to self-treat, requiring treatment of glucagon injection from both an hcp and non-hcp. A post-treatment laboratory result of 148 mg/dl was obtained and no further information was provided. There was no report of death or permanent impairment associated with this event.